Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found cannula separated from tubing. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 296 mg/dl and the sensor glucose was 65 mg/dl at the time of the incident. Sensor glucose and blood glucose difference was 231 mg/dl. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Sensor glucose was lower than blood glucose. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 67 mg/dl. Suspend on low limit in sensor settings was 70 mg/dl. Customer also stated that the insulin pump had keypad anomaly. Troubleshooting was done and buttons were responding now. The device will be returned for analysis.